Event description:
It was the firing fork thumbscrew was tight, the needle on the probe appeared to bend slightly when the probe was cocked. The green cable connector wouldn't seat inside the control module and needed to be held in place for a case to be completed. No pt consequence occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the cocking lever was replaced. The device was functionally tested, met all product requirements and returned to the customer. Cocking lever replaced.